Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas 8000 c702 module. Sample 1 had an initial ca2 result of 2.15 mmol/l. The sample was repeated twice and the results were 0.56 mmol/l and 2.15 mmol/l. Sample 2 had an initial ca2 result of 2.31 mmol/l. The sample was repeated three times and the results were 2.45 mmol/l, 1.56 mmol/l, and 2.42 mmol/l.

Manufacturer narrative:
The analyzer serial number is (B)(4). The field service engineer (fse) checked the wash station, wash levels, water tanks, and nozzles, adjusted the gear pump pressure and reagent probes, found a bent sample probe and replace it, replaced nozzle tips, changed the lamp and cuvettes, tightened a clamp on a sample syringe, and performed a cell blank and photometer check. The investigation is ongoing.